Event description:
The customer reported that during use of this handpiece, the surgeon noted that it was getting hot in the body of the device. A back-up unit was obtained to complete the surgery. The surgery was completed as intended without injury or surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received the handpiece for evaluation and confirmed the reported problem. An investigation found this device exceeded manufacturer temperature specifications and operated intermittently related to motor failure. Last record of preventative maintenance was 08/21/2008. The bur guard in use at the time of this event was received for manufacturer temperature specifications. Further evaluation found the bearing worn and the bur guard due for preventive maintenance; last record of service july 2008. The handpiece instruction manual informs the user: prior to each use, perform the following: inspect all equipment for proper operation. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The service interval for this handpiece is every twelve months and its associated bur guards is every six months. The customer will be provided additional information on use of these devices.